Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
After the device implantation, all the test results on the leads were satisfactory. One shock on twave was delivered. The first vf was ended spontaneously and the second vf was ended with a shock at 16j. Before the end of interrogation session, the device memories could not be reset and the reset button grayed out. The interrogation session was closed and the device was interrogated in a new session. Then, it was eventually possible to reset the device memories. Preliminary analysis of the files received did not reveal any anomaly.

Event description:
After the device implantation, all the test results on the leads were satisfactory. One shock on twave was delivered. The first vf was ended spontaneously and the second vf was ended with a shock at 16j. Before the end of interrogation session, the device memories could not be reset and the reset button grayed out. The interrogation session was closed and the device was interrogated in a new session. Then, it was eventually possible to reset the device memories. Preliminary analysis of the files received did not reveal any anomaly.